Event description:
It was reported that the pt has had a set of short circuits since the time of her initial stimulation. The pt's audiologist felt that the pt's levels are not as flat as she would like, but the pt is long term deafened and is clearly in her ci use.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.